Event description:
The patient was referred for full revision surgery due to high impedance being seen. The patient underwent full revision surgery. The explant facility is known not to return any explanted devices. No additional relevant information has been received to date.